Event description:
Pt had an irregular shaped aortic neck. In an attempt to save one of the accessory renal arteries in the aorta, the main body graft was deployed slightly lower beneath the lowest renal artery. The post placement angiogram noted a proximal type I endoleak. In order to resolve the endoleak, the main body graft had to be extended proximally. A main body extension was deployed, landing at a location which provided a good seal. The additional force at the proximal sealing stent observed a greatly diminished endoleak. During this angiogram it was also observed that a "blurb" in the aortic neck was filling, but did not appear to feed the aneurysmal sac. Due to the present act level, the physician concluded the procedure with the intent to monitor the endoleak presence, which was now only slightly visible during angiogram. At the conclusion of the procdure, it was believed that the endoleak would resolve itself.